Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose rose to 502 mg/dl. The customer treated their blood glucose with 10 units of insulin. The customer's current blood glucose was 271 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.